Manufacturer narrative:
(B)(4). Unknown bearing. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned.

Event description:
It was reported a patient underwent a 2nd revision of femoral and poly due to femoral loosening on 3 years after the 1st revision surgery.